Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. The visual inspection identified that the pump was in good physical condition. Functional testing included use testing. During powering up the unit started double beeping in the middle of the self-testing. Further testing revealed that the downstream occlusion sensor was stuck on and reporting a fault. When a cassette was attached to the pump, the fault went away. The customer stated problem was confirmed. The problem source was identified as "faulty downstream sensor".

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump was emitting double beeping sound. It was also reported that the event occurred during device power up. There was no patient involvement during the event.